Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During follow-up, increased impedance and capture thresholds were observed. The lead was capped and replaced. The lead will not be returned.